Manufacturer narrative:
Submit date: 06/02/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2011, covidien was informed via a newspaper article of a customer who had an issue with scds. The article alleges that around the summer of 2006, the patient fell striking her side and was placed on coumadin. After approximately 3 months on the coumadin, she developed a hematoma in which her hip turned black, causing surrounding tissue to die. She was referred to a hospital for debriding of the area. On (B)(6) 2007, she was admitted to the hospital for the debriding procedure, prior to the procedure, she was diagnosed with a different condition, vasculitis. This was noted on her chart and she was then sent for debriding treatment. Once checked in, she was fit for scds. Upon use of the scds, she reported it hurt and her husband turned the device off and went for assistance, at which point another nurse came in and turned the scds back on. She reports her right foot turned blue and she began to scream in pain. Her husband and a doctor entered the room; the doctor turned the scds off and placed a sign on the bed saying "no scds." Over the next 4 months, she was essentially bedridden, her left foot blackened from arch to toes, her right foot bruised. Gradually, her feet returned to normal color but 2 of her toes required amputation. On (B)(6) 2007, 4 months after the scds were used, she awoke feeling dizzy and had difficulty walking. Her doctor was called and reported her symptoms could signal a stroke and referred her to the emergency room. After approximately 1 hour and 15 minutes in the emergency room, she was checked into the ICU where a tech inserted an IV into the base of her hand and began a drip. Within minutes, her hand above the site began to turn blue and her husband went for assistance, at which point it turned out that she was receiving prednisone. A doctor removed the needle and began treatment with heparin, which stabilized her but did not return her lost function. The stroke paralyzed her right arm, deprived most control of her right leg and her speech is slurred. Her left hand recovered, but the tip of her pinky finger was too damaged and fell off.